Event description:
The event is reported as: alleged issue reported: complaint was received stating that the foley catheter did not allow proper flow of urine, and the urine does not drain properly into the drainage bag. No pt injury reported.

Manufacturer narrative:
Unk if sample is available for evaluation.